Event description:
The pt had an MRI exam and she was burned on her left leg. The pt did not have a call bell. She waved arms during the middle of the scan. When technologist went into room, the pt complained that her left leg was hurting. The technologist noted the cable on the pt's skin. The technologist repositioned the cable and continued on with the exam. When pt's exam was finished, the pt noticed the leg area was starting to blister (1-2 inches long). The pt was burned in the area the coil cable was touching her skin. The radiologist looked at the area of burn, but no treatment was given. MFR 3003768277-2008-00037.